Event description:
Reporter stated that while cleaning the tubing and frame of a sleep apnea machine according to the instructions using dish soap and warm water, a white film or powder-like substance was observed on the frame after rinsing and air drying for approximately 15¿30 minutes. The reporter stated the substance was not present prior to washing and could only be partially removed by rinsing and wiping with a finger. Due to concerns about potentially inhaling the substance, the reporter felt uneasy using the device. The reporter continued cleaning but estimated only approximately 80% of the residue was removed. The reporter obtained a replacement device and experienced the same issue with the second device. No adverse event or injury was reported. Two devices were involved. Pt: 4582. Device: 1120. Reference report number mw5189663. This report captures resmed sleep apnea machine #1.